Event description:
A caller reported an error with the continuous glucose monitor (cgm). There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the caller through the process. After the reset, the error code did not appear again, and the caller successfully started their sensor session.